Manufacturer narrative:
There is no indication the access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni¿) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access® accutni¿ used in conjunction with the unicel® dxc 600i synchron® access® clinical system. Subsequent testing of the patient's sample (on centrifuged aliquot), on the same instrument, generated lower results of 0.037 and 0.03 ug/l, within the reference range of the assay. The false positive result was released from the laboratory. The amended result of 0.037 ug/l was issued to the hospital. There was no report of adverse health consequences to the patient associated with this event. The patient's sample was collected in rapid serum tube (rst) and centrifuged at 3,000 rpm (rotations per minute) for four minutes, at room temperature. The sample was clear in appearance. No sample integrity issues were noted. Data analysis indicates calibration and system check were performing within assay and instrument specifications at the time of the event. No system issues were noted. The instrument was in normal operation.